Event description:
It was reported that prior to use in the pt, while the doctor was uncurling the string attached to the stent coil in the kidney end, the stent broke.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.